Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to replicate the event. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that the site was able to take confirmation ap lateral shots. However, when switching to 3d, they were holding down the hand switch button and nothing was exposing or rotating. They tried using a foot switch, opening and closing the gantry with no resolution. They were able to still take 2d shots. The surgeon did not want to reboot, they used a c-arm for the confirmation. There was a reported delay of less than one hour and no reported impact to patient outcome.